Manufacturer narrative:
The device was returned to resmed and an evaluation confirmed the complaint. The main pcb was replaced to address this issue. The device was serviced and fully tested before it was returned to the customer. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that when an astral device failed to recognise an external battery. There was no patient injury reported as a result of this incident.